Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 13. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event, the patient experienced: infection, pain and inflammation. No further patient complications were reported.